Event description:
A surgeon reported that a patient had been experiencing blurry vision since having intraocular lens (iol) implant surgery. The surgeon reported that a yag laser procedure was performed for suspected posterior capsule opacification. Following this procedure, the surgeon noticed a smudge on the optic of the iol. In a follow up, the surgeon reported the outcome of the event as "poor".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/23/2009, 01/27/2009, 01/30/2009, and 02/11/2009 by phone, fax, and mail. A completed questionnaire was received on 02/13/2009. This report was mailed to the FDA on 02/20/2009.